Event description:
It was reported that the patient experienced a sudden loss of therapeutic effect last night from their implantable neurostimulator ( ins). It was noted that she had to get up all night to go to the bathroom. The patient did state that they could feel the stimulation. The patient was directed to try to increase the stimulation amplitude and to try a different program. Follow up information received indicated that the patient still had concerns with the device therapy but was working with their physician and company representative to resolve the issue. The patient had an appointment in (B)(6) 2012 scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v988029, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).